Event description:
Nursing staff attempted to remove blake drain from patient's back (post-op lumbar lami/fusion/steffe plates.) Duringgentle steady pull, clear portion of tubing snapped approximately 1 inch beneath skin, leaving a portion of the drain. The attending physician attempted removal without success. Surgical removal was required on 3/21/94.